Event description:
It was reported that the front panel lights of the subject device were blinking. The issue was identified during inspection for use (set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.